Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-03-02. Investigation summary: the customer reported leaking from the back check valve, and returned the affected sample. The customer also returned a texium connector and cut off drip chamber. It is unclear why these were returned, but no failures were observed after testing (assuming the drip chamber was cut off on purpose). The main set was primed and no leaks were observed. Then, the set was tested for defective back check valve by loading a secondary set into the y-site just below back check valve, and priming the secondary set with methylene blue. No blue dye traveled back up the tubing, showing the back check valve is working correctly. No failures were observed, and the complaint cannot be verified. A device history record review for model: 2420-0500, lot number: 20113015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Without a failure, the root cause is unknown.

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv leaked during use. The following was reported by the initial reporter: "it was reported that there was an IV tubing leak from the "back check valve" site at the start of a chemotherapy administration. Per nursing: IV tubing leak today from the "back check valve" site at the start of a chemotherapy administration."

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20126054. Medical device expiration date: 2023-12-10. Device manufacture date: 2020-12-08. Medical device lot #: 20113015. Medical device expiration date: 2023-12-10. Device manufacture date: 2020-12-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 2 as lvp 20d dehp 2ss cv leaked during use. The following was reported by the initial reporter: "it was reported that there was an IV tubing leak from the "back check valve" site at the start of a chemotherapy administration. Verbatim: per nursing: IV tubing leak today from the "back check valve" site at the start of a chemotherapy administration."